Event description:
It was reported that there was oversensing and shocks to the patient. The lead is still in use. No further patient complications were reported as a result of this event. It was further reported that there was reduced sensing, t-wave oversensing, and variations in impedance of the lead. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and shocks to the patient. The lead is still in use. No further patient complications were reported as a result of this event.